Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. ¿the device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.¿

Manufacturer narrative:
Correction: first notification date changed from (B)(6) 2021 to (B)(6) 2021.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was replaced to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported that the patient had seen a message on their patient controller that the ipg needs to be replaced soon, earlier than intended. Once the patient controller was replaced the message disappeared and the device is providing therapy.